Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Home monitoring is showing loss of capture, low sensing, and intermittent noise. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
On (B)(6) 2021 lead capped. Codes were added to the analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Codes were added to the analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.